Event description:
Per the clinic, the patient was treated with steroids (type, specific date and duration not reported) in order to treat fluctuating impedances.

Manufacturer narrative:
This report is submitted on may 17, 2024.